Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced extra-cardiac stimulation. The outputs were adjusted and the event was considered resolved. The lead remains in use. The patient is a participant in the (B)(4). No further patient complications have been reported as a result of this event.